Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of pain and peritonitis in a patient coincident with dianeal pd4 ultrabag for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced extreme pain. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization that same day. The patient stated the he did not know how he got the peritonitis. Treatment for the events was not reported. The patient was recovering from the peritonitis, the bags were still cloudy and the patient was being treated. The outcome for the event of pain was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd886804, gd886036 and gd885293 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.